Event description:
Baxter reported that the spike of a transfer set separated from the spiked port of a homechoice set during therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation summary: results indicate that the reported event of a spike on a transfer set separating from a spike port was not confirmed during evaluation. Therefore, the root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.